Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device inappropriately self discharged and shuts down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that the clinician obtained another device to continue treating the patient.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "device self-discharged" was unsubstantiated based on zoll's investigation. The device was put through extensive testing including a front panel inspection, button presses, shock testing, and power cycling without duplicating the report. The clinical file from the event was reviewed. Electrode pads were placed on the patient presenting with an organized rhythm. Then the activity log recorded several energy select button presses bringing the device to 30j. A charge button press and shock button press are subsequently recorded. The patient's rhythm became unorganized after this manual shock delivery. This does not indicate a device malfunction, the clinical log demonstrated this was a manual shock delivery by the user. The customer's report of the unit shuts off was found that the device performed to specification. A review of the log shows the device prompted several "low battery" warnings, as designed when the device detects the battery being used is dropping in voltage. The device was powered on using battery only power for over three hours. After these "low battery" messages there is no indication the user attempted to attach ac power or replace the depleting battery. The battery used at the time of the report was not retuned as part of this investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.